Manufacturer narrative:
Block h6: device code 1536 captures the reportable event of capio carrier failed to retract. Block h10: only a capio device was received and no deployment suture. A visual examination of the returned capio slim device revealed that there were no issues noted with the catch and carrier, handle and distal end. The 10 riveting pins were in place. A functional analysis was also performed and repeated 3 times. The functional analysis then revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. However, the test failed due to the tip of the dart protruded from the capio device carrier. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, it was found that the tip of the dart protruded from the capio device tip and it is likely what the customer perceived as "carrier retraction problem." The investigation selected "cause not established" as the conclusion code for this complaint since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. An investigation is underway to address the failure of "dart protruded from the capio carrier."

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2020 to treat prolapse. According to the complainant, during procedure, the carrier (delivery mechanism for the bullet/suture) failed to retract. The device failure occurred outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2020 to treat prolapse. According to the complainant, during procedure, the carrier (delivery mechanism for the bullet/suture) failed to retract. The device failure occurred outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.